Event description:
It was reported the catheter was explanted and revised with a new catheter. It was reported the catheter disconnected. The patient status was noted as alive with no injury. The pump was used to deliver lioresal. Additional information reported the pump did not deliver baclofen, but delivered diamorphine. It was reported an x-ray was performed and analysis of the fluid that collected in the pocket was confirmed as csf which indicated the catheter detachment. Additional information reported the patient was experiencing a lack of therapy initially, but then exhibited symptoms of diamorphine overdose. It was noted the dosage was decreased. It was reported the connector of the spinal and pump segment had detached and fluid collection in the pocket was visible. It was reported the patient had a new catheter implanted and was doing very well with effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# unknown, product type catheter, product ID 8780, serial# unknown, product type catheter. (B)(4).